Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of lot number gd895961 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. One the same day, the patient was hospitalized for the event. The patient was treated with an unspecific antibiotic treatment intravenously. The patient was discharged from the hospital after five days. It was reported that pd therapy was discontinued and the patient began hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 2.